Event description:
The home patient (hp) reported feeling full, as if they were overfilled, while using the homechoice cycler for apd therapy. Hp reported they perform two manual exchanges during the day and begins their subsequent apd therapy between 2500-3000mls in their peritoneum. The hp relates that they drained out 1444mls of this fluid during the initial drain phase of apd therapy when the cycler advanced into fill 1 and delivered the programmed fill volume of 3000mls. Hp discontinued therapy and started a new therapy where they drained out 3,963mls of fluid. According to the hp, there was no patient injury or medical intervention.